Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+3.5/90 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. During patient's last visit on (B)(6) 2017, patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens and fibers on lens surface. (B)(4).